Manufacturer narrative:
Lot number - 18k014, 18k030. Two (2) single-use devices were received for evaluation. For the first device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. A functional flow rate test was performed to address the reported issue. The flow rate of the device was found to be within specification. The reported condition was not verified. The device was found to be conforming product. For the second device, visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported underinfusion condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that eight (8) small volume folfusors underinfused. Seven devices underinfused during infusion and involved patients with no patient consequences, and one device underinfused during testing by the customer and did not involve a patient. No additional information is available.